Event description:
It was reported that the patient became pre-syncopal and presented to the emergency department with loss of capture. The ventricular lead thresholds were reported to have risen shortly after implant and high thresholds were also reported on the day of lead replacement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was cosmetic environmental stress cracking on the outer insulator and blood in/on the helix.